Event description:
It was reported an angio-seal sts device was deployed post percutaneous procedure without complications; the pt experienced minor groin discomfort. Eight days post deployment, the pt presented to the emergency room with symptoms of claudication. An angiogram revealed dissection above and extending below the puncture site. The pt underwent surgical exploration and vascular repair of the femoral artery. The surgeon stated that angio-seal was not the cause of the dissection; however, the cardiologist though the dissection was related to the angio-seal device. The pt was reportedly doing well with no other problems.